Manufacturer narrative:
The company service representative examined the system but did not replicate the reported event. The system was then tested and met all product specifications. However, the company service representative was unable to perform vitrectomy testing due to the room no longer being available for testing. Unrelated to the reported event, the interface breakout printed circuit board (pcb) and the laser footswitch were replaced as a prevention to address system message (sm) [laser controller footswitch disconnected while firing]. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a surgery, an ophthalmic operating system froze and was unable to operate. The system fan was fully working. The system was rebooted and event was resolved. There was no impact to the patient. Additional information received indicated that there was no system message displayed. The system froze and could not be shut down. The physician waited for the internal battery to run out and rebooted, and then the system operated without any problems. There was no patient impact.